Manufacturer narrative:
Other, other text: h10 device evaluation results: one level 1 trauma fast flow system (h-1200) was returned for investigation in used condition and without any physical damage. An over temperature alarm was immediately observed after the device was powered on. A known functional pcb was installed in the device. The alarm was not noticed when this was done. The cause of the product problem was therefore isolated to the pcb. The investigation therefore confirmed the customer reported product problem (set-up error). The problem source of the reported product problem was unknown. A root cause was not established. The faulty main pcb was replaced. The device subsequently passed all the functional tests.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported level 1 trauma fast flow systems (h-1200) produced a set-up error. The product problem was observed during testing. There was no patient involvement.